Manufacturer narrative:
It was reported the ipg met or exceeded expected longevity. There is no device malfunction. The reported event for ipg end of life (eol) was confirmed. Per event details, the ipg was replaced due to eol. The ipg was implanted for 9.85 years. The ipg communicated and charged normally with lab standard equipment. The charging system displayed the ipg battery age light, which is a normal indication on a device that has a battery attach date of 10 years or more. The ipg had 11.26 years of total time (time since battery attach date). The autotest failed due to no output on channels 1, 8, and 16. X-ray analysis revealed broken feed through wires for channels 1, 8, and 16. The broken feed through wires is consistent with damage occurring during the explant procedure. The ipg passed all parameters of the autotest once the ipg header was bypassed. A discharge test was conducted, and the remaining battery capacity exceeded the expected requirements, which is a minimum of 24 hours when the device is 10 years old or more.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient¿s ipg was inoperable. It is unknown if this occurred prematurely. As such, the ipg was explanted and replaced to address the issue.